Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it is likely that the following led to the malfunction: the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last reprocessing of the instrument or during the last procedure. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the hysteroscope's ceramic tip was chipped. There were no reports of patient involvement.